Event description:
Physician noted oversensing and threshold increase to 4.0. Patient was asymptomatic. The lead was found to be dislodged. Physician intended to revise the lead but, due to tissue in the helix, the lead had to be explanted. A new lead was implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.